Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had surgery for her arm in november, and since then she feels like she is going to the bathroom more often again, not sure what they did to her device. The patient thinks her programmer is messed up and is not working as they were seeing poor communication. During the call she also mentioned pain in her arm, but confirm that the arm pain and surgery were unrelated to device/therapy. Troubleshooting included having the patient sync the programmer with the implant which showed the setting was on program 2 at 4.3 v, but the stim was off. It was reviewed that therapy needs to be on for it to be effective. Patient turned the setting to 2.0 v and turned stim on and reports she feels comfortable stimulation now in the correct area and the issue was resolved. The patient was advised to contact their doctor if symptoms continued. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their device was off because it was turned off prior to surgery. It was noted that the device is now functioning as expected, and they had seen their healthcare provider on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.